Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-jan-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an spinal pain. It was reported that the patient had a change in stimulation coverage from the cervically placed leads. The physician noted from the fluoro picture that the leads had migrated laterally. The physician had decided to replace the leads with MRI compatible leads and place the leads in a better location to optimize therapy. Factors that may have contributed to the reported issue was the leads were located cervically and were in a very mobile are. The leads may have migrated due to the fact that they were constantly moving. It was reported that surgery will be done to replace the leads with MRI compatible leads and place them in a more optimal area in the cervical region. The date of surgery had not been set yet. The issue was not resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information was reported that currently the patient has extensions and the ins implanted. The doctor would like to perform an MRI to rule out stenosis for possible re-implant of lead. It was discussed removal of the extensions and plugging the ins is not in labeling, but the ins would withstand the MRI for full body guideline labeling. The rep later reported the patient is now getting an explant of the extensions and they will leave the ins implanted. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID 977a160 lot# serial# (B)(6) implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) explanted: 2019-10-24 product type lead product ID 3708120 lot# serial# njb032204v implanted: (B)(6) explanted: (B)(6) product type extension product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), product type: lead; product ID: neu_unknown_lead, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cervical lead explant of the old leads took place on (B)(6) 2019. Only one new lead was opened and attempted to be placed when the leads were explanted, but placement of the lead failed and the implant was aborted. It was reported that the physician felt like the cause of the new lead not being able to be placed in the target area may be due to the patient having scar tissue that may have built up in the epidural space from the old leads. They thought this may have prevented them from getting to the target area. It was indicated that the rep believed that the patient was trying to be referred for a paddle lead placement, but the surgery had not been scheduled yet. It was indicated that the new lead that failed to be placed would not be returned for analysis as the customer discarded it. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. Product ID neu_unknown_lead, serial# unknown, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60 , serial# (B)(4), implanted: (B)(6)2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the physician tried to replace the cervical percutaneous leads with new ones. The physician was unable to do so however. The original leads were pulled and disposed of and would not be sent back for examination. The physician tried to place new ones, but could not get them to the target area. The patient physician aborted the surgery and decided to refer the patient to neurosurgeon for a surgical paddle lead placement. The patient¿s ins was left in their body until they device to move forward with the revision of the paddle lead placement. It was indicated that the patient would let their doctor know whether they want or not they want to move forward with the revision or not. It was indicated that no decision had been made at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare provider decided to explant both extensions and the implant due to the language in labeling for MRI safety.